Event description:
Pt had penile implant approx. One year ago at another facility. Pt is unable to inflate implant to fullest extent, has difficulty deflating implant and notes a curvature of the implant toward their right. Physician notes an obvious cross over of the implant cylinders. Penile prosthesis is explanted and and a new penile prosthesis is implanted.